Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 50 mg/dl. Customer also mentioned that the insulin pump had failed battery alarm. Troubleshooting was done for failed battery alarm and the alarm did not recurred. No further details provided about low blood glucose. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.